Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
It was reported that "during a reflex hybrid screw removal 2 of the small inner shafts that screw into the screw malfunctioned. The first broke off in the screw. The second had the threads so stripped that it wouldn't engage with the screw any longer."